Manufacturer narrative:
The root cause of the incident is unknown at the time of the initial report. The complaint device will be returned for an evaluation. The DHR review, which examines the DHR, ncrs, and ecos will be done as part of the root cause investigation.

Event description:
The customer reported as follows: "little green cap with hole in middle on the side of the device popped off during procedure. Because of this, a lot of blood was lost and a transfusion had to be done." Event occurred inside patient. Device parts didn't remain in the patient. There is patient injury and blood transfusion needed, due to loss of blood.

Manufacturer narrative:
The device was returned for the evaluation. The device was shipped back in a cardbox box with the returned product packed in a saf-t-pak pouch (1 paper layer, 2 sealed plastic bag layers, and 1 pouch). The green cap was confirmed to be detached from the hva assembly. The sheath was still connected to the hva. The dilator was not included in the pouch. Upon closer inspection of the hva body, the visible portion of the snap feature looks undamaged. The lower half of the groove where the hva membrane seals against was found to have some blood which could have been lift-off spot for the cap to pop off. Additional inspection of the visible portions of the hva did not reveal any signs of damage around the cap snap feature or the membrane seal groove. Based on the observations presented above, there is no evidence suggesting a possible defective hva body or cap. The scenarios where removal of the cap would be possible would require defective components (process), insufficient snap feature (design), or high internal pressure buildup. Since the visual inspections did not reveal any damage or defects on the part, it is unlikely the components were faulty. Furthermore, there is no indication of a design flaw since it was shown the hva was designed to operate at pressure levels required by iso 11070 and verified successfully. The DHR review did not result in any indication that the cause is manufacturing process related. From the additional use information gathered from the customer, the sheath was used in combination with a power injector. Examination of the instructions for use (IFU) warning section for the fortress product line of sheaths indicates the device is not to be used with power injectors. Therefore, the cap popping off is a result of misuse of the device due to the stated warning and exposure to higher pressures introduced in the system with a power injector. Since the IFU stated the sheath was not for use with power injectors, the root cause is a user error.